Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was no patient involved. This happened while the circuit was dry before priming.

Manufacturer narrative:
Section a: there was no patient involved. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when building a new circuit and connecting one of the pressure transducer lines to the luer connection near the blood inlet port, the luer cap broke off inside the connection. The oxygenator was cut out and replaced.